Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes with molding defects (bent). The following information was provided by the initial reporter. The customer stated: tube is damaged. Tube is bent prior to use.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced tubes with molding defects (bent). The following information was provided by the initial reporter. The customer stated: tube is damaged. Tube is bent prior to use.

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bent tube was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of bent tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bent tube. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.